Event description:
Device issue: sheath separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in the predilated right superficial femoral artery, the absolute pro stent reached the target lesion, but was unable to deploy. There was no difficulty rotating the thumbwheel; it turned and spun freely. After the absolute pro stent delivery system was easily removed from the patient, the distal end of the sheath covering the stent was found to be sheared (torn), but the hypotube remained intact. During return device analysis, the outer sheath was observed to be separated at the proximal end of the stent. There was no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) revealed both the proximal portion of the outer member and the rack (within the handle) were fully retracted and the distal sheath was torn, and separated with a 14 cm gap between the separated proximal outer member and the distal sheath. The distal sheath separation was located 14 mm distal to the proximal end and the point of separation and displayed a fractured face with jagged edges. The separated distal sheath also contained the entire collapsed stent. Factors that can contribute to torn distal sheath, include but are not limited to, damaged distal sheath during manufacturing, interaction with other products, patient's anatomy including tortuosity or lesion calcification. No discrepancies were reported or observed by the account during the preparation and inspection of the sess prior to use. A pre-existing tear or damaged shaft would likely have been detected during an instruction for use (IFU) directed preparation and inspection of the product. No specific cause for the torn distal sheath was identified, which appears to be procedurally related possibly due to the heavy calcification as referenced in the incident. The separated distal sheath which also displayed wrinkles (for a length of 1.4cm) and a bend, was moved distally 6 mm distal of the proximal marker and slightly over the tip by 3 mm, which may have occurred during removal of the sess from patient. A review of the finished product's lot history record did not reveal any non-conforming material record associated with this lot. In conclusion, no manufacturing quality deficiencies were observed. The distal sheath tearing resulting in a separation appears to be procedurally related. It was also referenced that the procedure was in the right superficial femoral artery. Per the absolute pro .035" biliary sess IFU, the device is intended for palliation of malignant strictures in the biliary tree. During production all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath, and all sess shafts are 100% visually inspected for shaft damage.